Event description:
It was reported that the anesthesia system had a leakage. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital. One of the inspiratory and expiratory sample bacterial filters in the patient cassette lid was found to have been broken. It was replaced and the anesthesia system was cleared for clinical use after successful testing. There is no information about which filter (expiratory or inspiratory) in the patient cassette lid that was broken. No device logs have been available to confirm the reported issue. The cause of the issue with leakage is concluded to be the broken filter. Information was received stating that the serial number given initially for the anesthesia system was incorrect and correct serial number was received. The serial number has been updated accordingly.